Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient experienced granulomas and inflammation around the incision sites. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The device was removed and there have been no reports of further complications regarding this event.